Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced alert 38 indicating a motor stall upon meal delivery, after which glucose remained high for approximately six hours; the user had recently changed all infusion supplies and was advised not to use meal announcements to correct hyperglycemia and to replace supplies sooner if the alert recurred. Symptoms included hyperglycemia and nausea. Outcomes included no health consequences or lasting impact, and no external assistance or medical intervention was required. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a stalled motor condition within the insulin delivery mechanism. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.